Manufacturer narrative:
Initial 2 of 8. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that eight infusion set cannulas were bent which led to hyperglycemia, four events occurred on (B)(6) 2026, one event on (B)(6) 2026 and three events on (B)(6) 2026. The infusion set was in use for less than one day. The blood glucose level was 619mg/dl, and it was treated with correction injection via multiple daily injection.